Event description:
One of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: a service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been sent in for service. There is no information relevant to the current complained issue. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was received for evaluation. Investigation coordinated by synthes (B)(4). Report received indicates the reporters complaint that this battery reamer/drill has low power could not be confirmed. Placeholder.

Manufacturer narrative:
The device is used for treatment, not diagnosis. Date received by manufacturer 1/8/2014. A review of service history records was completed. The customer called in a service request for this item on (B)(6) 2013 for runs intermittently. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. Placeholder.

Event description:
It is reported that during an orthopedic surgery on the (B)(6) 2013 the battery reamer/drill worked intermittently. Reportedly this device malfunction caused an approximately 5 minute delay to switch out with a spare device. No further information is available. This is 1 of 1 report for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The device history record review reported the following: manufacturing documents were reviewed and no complaint related issues were found.